Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a piece of a reload adapter stuck in the distal end of the adapter. The blue unload switch was at the home position. The firing rod was retracted proximally beyond home position. Functionally, the blue unload switch was difficult to depress and could not be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was unresponsive. The adapter had 6 of 50 procedures remaining. The adapter was connected to a representative handle running v29.5 software and the device entered emergency retract mode. A representative reload could not be attached due to the broken reload adapter. The adapter was disassembled and the broken reload adapter was removed. No damage was observed on the j-hook. The adapter was reassembled. Damage was observed to the tip of the firing rod. The unload switch was depressed multiple times and now showed no hangups or sluggishness. It was noted there was resistance and an unusual sound when rotating the proximal cap past a certain position. The proximal cap was removed and damage was noted to an internal rotation component. The adapter was then reconnected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was reconnected to the representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device was difficult to straighten, the component disengaged, the device was difficult to articulate, and the jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the firing rod was not in home position. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the firing rod was damaged. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. Another unreported condition was identified: the rotational component was damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant product: sigphandle, sig power sigphandle handle; unknown egia su, unknown endo gia sulu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy wedge resection procedure, when the surgeon was on the third firing, the reload was repositioned, but the adapter disconnected from the handle. When the surgeon reattached the adapter to the handle and detached the reload in order for the handle to recalibrate, the adapter did not function. The surgeon could not get the reload to straighten to remove the staples. A manual retraction tool was used but could not straighten the reload either. Then the whole adapter and reload became stuck. To resolve the issue, another adapter and reload were used. There was no patient injury.

Event description:
According to the reporter, during an open thoracotomy wedge resection procedure, when the surgeon was on the third firing, the reload was repositioned, but the adapter disconnected from the handle. When the surgeon reattached the adapter to the handle and detached the reload in order for the handle to recalibrate, the adapter did not function. The surgeon could not get the reload to straighten to remove the staples. A manual retraction tool was used but could not straighten the reload either. Then the whole adapter and reload became stuck. The jaws were partially open and the reload articulated hard to the left. The surgeon had not clamped the reload onto tissue at this point. To resolve the issue, another adapter and reload were used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a piece of a reload adapter stuck in the distal end of the adapter. The unload switch was at the home position. The firing rod was retracted proximally beyond home position. Functionally, the unload switch was difficult to depress and could not be fully depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was unresponsive. The adapter had 6 of 50 procedures remaining and was connected to a representative handle running v29.5 software and the device entered emergency retract mode. A representative reload could not be attached due to the broken reload adapter. The adapter was disassembled and the broken reload adapter was removed. No damage was observed on the j-hook. The adapter was reassembled. Damage was observed to the tip of the firing rod. The unload switch was depressed multiple times and now showed no hangups or sluggishness. It was noted there was resistance and an unusual sound when rotating the proximal cap past a certain position. The proximal cap was removed and damage was noted to an internal rotation component. The adapter was then reconnected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was reconnected to the representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device was difficult to straighten, the component disengaged, the device was difficult to articulate, and the jaws will not close completely. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the firing rod was not in home position. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of damaged firing rod. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. Another unreported condition was identified: damaged rotational component. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.